Manufacturer narrative:
The product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, the posterior capsule ruptured. A back-up lens was used to complete the procedure.